Manufacturer narrative:
Part was not returned for evaluation and part number was not available with the incident details. Therefore no investigation could be performed on the specific part number. X-rays were provided and reviewed, but no definitive conclusion could be determined. Related MDR: 3025141-2011-00015.

Event description:
An acu-loc 2 vdr plt, narrow, l was implanted in a patient on (B)(6) 2011 and a cast was used during the recovery period to reduce mobilization. Several weeks after the surgery, x-rays were examined and it was discovered that two screws had broken where they met the plate. It is unclear which screws specifically have broken and no revision surgery is scheduled as the patient has not shown any symptoms due to the broken screws.